Event description:
It was reported in an abstract titled (B)(6) that: twelve patients with osteoporotic kümmell's disease were treated by percutaneous balloon kyphoplasty from (B)(6) 2007 to (B)(6) 2009. Asymptomatic cement leakage occurred in three cases. No further information was reported. It is unknown if the bone cement used was hv-r. Note: medtronic spine, (B)(4) does not currently distribute product in (B)(6).

Manufacturer narrative:
Report source: article titled (B)(6). Device not returned; followed up with author.

Manufacturer narrative:
Sending supplemental report due to emdr transmission issue with initial submission.